Event description:
It was reported that during injection of a contrast medium allegedly swelling was identified around the injection site. Reportedly, opacification allegedly demonstrated extravasation. It was reported that intervention was required; however, the patient status is unknown.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one ti powerport, one catheter lock, and one chronoflex catheter were returned for evaluation. Visual, tactual, functional and microscopic evaluations were performed. The investigation is confirmed for the complaint of extravasation/leakage, more specifically, from a split due to flexural fatigue in the catheter. An I-shaped split was observed just distal to the port stem. The split was observed to be mostly granular and rough throughout. Depth mark wear was found throughout the catheter. Flow testing found the assembly was patent to infusion and aspiration up to the split, at which point a leak was observed. The portion of the catheter distal to the split was not patent to infusion or aspiration. The identified split is typical of flexural fatigue, which is the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the causes of this event are not definite and therefore the applicability of any particular line in the IFU is unknown. However, potentially related instruction, as well as instruction on what to do if extravasation/swelling develops, are contained within the IFU. Therefore, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during injection of a contrast medium allegedly swelling was identified around the injection site. Reportedly, opacification allegedly demonstrated extravasation. It was reported that intervention was required; however, the patient status is unknown.